Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing references: 9680001-2015-00019, 3005188751-2015-00106, and 3005188751-2015-00107. Post ablation, a pericardial effusion was noted. The patient became hypotensive post procedure in the recovery room. An echocardiogram was performed which confirmed a pericardial effusion in the coronary sinus. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm device.